Event description:
Event description boston scientific received information that three months after implant, this single chamber pacemaker and lead system was intermittently sensing and unable to capture the myocardium. R waves amplitudes today are 3 mv, while review of the daily measurements reveal unstable r waves of 2 mv - 9 mv. This patient had a pick line implanted in the subclavian vein yesterday for chemotherapy. The caller inquired if this could have caused a lead dislodgement (micro). To date, there have been no reported patient symptoms associated with this clinical observation.